Event description:
The pt had a magnetic resonance imaging 4-5 hours ago and the pump logs showed that the pump was still stalled. No pt symptoms were reported. The outcome of the stall was not reported. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.